Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he's been having issues with the insulin pump and his blood glucose has been running high all day. Customer changed the set out twice. Customer's blood glucose was 418 mg/dl. Customer treated with a bolus. Customer had the following symptoms of high blood glucose: high blood glucose and a flushed face. Customer treated with a 7u shot. Troubleshooting was performed and customer stated that the pump passed the high pressure test. Customer stated that the cannula was not bent. Customer would like to return the 2 sets for analysis. Customer delivered through the site portion of the set while being disconnected and the insulin exited just fine. Customer was advised to do a complete set change.